Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The scs was ¿acting funny¿ and the battery charge was going down quicker than usual. The patient wanted an appointment for the implantable neurostimulator (ins) to be checked out. The patient also reported that they were just going to contact a health care professional (hcp) to have the scs device taken out. It was reported that the event occurred in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.